Manufacturer narrative:
The lift was returned to invacare for evaluation, which was completed on 08/26/2024. It was confirmed that there was wear to the shifter mechanism, which caused the legs to be narrower than specified in the ghs350 user manual, in both the open and closed positions. The inability of the legs to be fully opened could have led to the instability observed in the reported event. The user manual and labeling on the lift warn that when lifting a patient, the legs of the lift should be locked in the maximum open position for optimum stability and patient safety. It was determined that the lift had not been well maintained. At the time of the incident, it had been two years since the lift was last serviced. The maintenance section in the user manual advises that the shifter handle should be inspected/adjusted monthly when used in an institutional setting or periodically in an in-home setting.

Event description:
A home healthcare worker was transferring the patient from the bed to a chair using a 4 1/2-year-old ghs350 lift. Unfortunately, the lift tipped over, resulting in the patient breaking their hip. As a result, the patient had to be hospitalized, and while in the hospital, they developed sepsis. It is unclear if the patient underwent surgery and which hip was broken. Dealer advised that their tech went out to look at the lift and noticed the legs were more narrow than normal, and he could not get them to open to the normal width. The tech then removed the bottom plate on the back of the lift, exposing the leg connection, and found metal shavings and half of the metal was ground away. Dealer advised that neither the family nor the caregiver noticed any issues with the lift prior to the incident.

Manufacturer narrative:
The dealer advised due to the lift tipping over the legs of the lift would not fully open. It is unclear why the lift tipped over. Attempts have been made to contact the provider and consumer for additional information. The provider did not have any additional information, and the consumer has not returned our calls. This device was over 4.5 years old at the time of this incident. Based on the available information the lift was last serviced october 2021. If additional information becomes available a follow-up will be filed.

Event description:
The home healthcare worker was transferring the patient from the bed to a chair using a 4-1/2-year-old ghs350 lift. Unfortunately, the lift tipped over, resulting in the patient breaking their hip. As a result, the patient had to be hospitalized, and while in the hospital, they developed sepsis. It is unclear if the patient underwent surgery and which hip was broke. Dealer advised their tech went out to look at the lift and noticed legs were more narrow than normal, and he could not get them to open to the normal width. The tech then removed bottom plate on the back of the lift exposing the leg connection and found metal shavings and half of the metal was ground away. Dealer advised family or caregiver did not notice any issues with the lift.